Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event.

Event description:
It was reported that the balloon of the catheter was slightly inflated before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was slightly inflated before use.